Manufacturer narrative:
The subject product has been returned for evaluation. A follow-up report with results of the investigation shall be submitted upon completion.

Event description:
The surgeon reported that multiple set screws were loose in a multi-level pedicle screw construct approximately one year post-operatively. Additionally, the rod on one side was broken. A surgical procedure was performed to replace the affected set screws, screws and rod in the construct.